Event description:
The peritoneal dialysis (pd) patient contacted fresenius technical support for a check patient line and drain line message and stated they were admitted to the hospital for peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). It was confirmed that the patient was hospitalized with a diagnosis of peritonitis. It is unknown what signs/symptoms the patient presented with to the hospital. The hospital discharge summary was not available to the pdrn for information. The culture results are unknown; however, the patient was prescribed intraperitoneal (ip) antibiotics with fortaz 2g (frequency and duration unknown) which is prescribed for gram-negative organisms. The cause of the peritonitis has not been established. The patient underwent unspecified radiological films to try to ascertain a cause. The patient was discharged home and another pdrn conducted a home visit as well to try to determine the cause of the peritonitis. A repeat culture was obtained which showed no growth after three days and a white cell count of 26 (unknown units). The patient was seen in the pd clinic for one last dose of ip fortaz 2g. The pdrn stated the patient is continuing pd therapy utilizing the liberty select cycler.

Manufacturer narrative:
There is a temporal relationship between peritoneal dialysis utilizing liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file of a causal relationship between the peritonitis event and use of the liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although the culture results and cause of the peritonitis is unknown, the patient¿s antibiotic therapy suggests a gram-negative organism. Gram-negative peritonitis usually occurs either because of fecal origin or transmural migration of the infecting organisms. All pd patients are at risk of infection due to the decreased immune defenses in renal failure and because dialysis techniques increase the potential for microbial contamination. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The peritoneal dialysis (pd) patient contacted fresenius technical support for a check patient line and drain line message and stated they were admitted to the hospital for peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). It was confirmed that the patient was hospitalized with a diagnosis of peritonitis. It is unknown what signs/symptoms the patient presented with to the hospital. The hospital discharge summary was not available to the pdrn for information. The culture results are unknown; however, the patient was prescribed intraperitoneal (ip) antibiotics with fortaz 2g (frequency and duration unknown) which is prescribed for gram-negative organisms. The cause of the peritonitis has not been established. The patient underwent unspecified radiological films to try to ascertain a cause. The patient was discharged home and another pdrn conducted a home visit as well to try to determine the cause of the peritonitis. A repeat culture was obtained which showed no growth after three days and a white cell count of 26 (unknown units). The patient was seen in the pd clinic for one last dose of ip fortaz 2g. The pdrn stated the patient is continuing pd therapy utilizing the liberty select cycler.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.